Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent blank display due to corroded battery tube. Analysis was unable to test for battery out limit alarms due to blank display. The insulin pump had broken belt clip slot, cracked battery tube threads, reservoir tube and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display and battery out limit. The customer's blood glucose was 127 mg/dl at the time of the call. The customer stated that the insulin pump had a blank display after a new battery cap. The customer stated that the display did return after inserting a new battery. The customer did not feel comfortable with the pump and decided to replace it. The insulin pump will be returned for analysis.